Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "the device put on top of the pacemaker is broken". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.